Event description:
It was reported that this pacemaker reverted to safety mode. It was noted that the patient is not symptomatic. Technical services (ts) recommended device replacement. There is no evidence of the replacement procedure being scheduled as of now. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted to safety mode. It was noted that the patient is not symptomatic. Technical services (ts) recommended device replacement. There is no evidence of the replacement procedure being scheduled as of now. This device remains in service. No adverse patient effects were reported. Additional information was received, the physician opted not to perform a device replacement because the patient indication was a sick sinus syndrome but is not in chronic atrial fibrillation (af) and no longer needs atrial pacing. Additionally due to the age of the patient, the physician did not want to perform a surgical procedure. This device remains in service. No adverse patient effects were reported.